Event description:
Adverse event(s): "no injuries" (no consequences or impact to pt). Product problem(s): "cut rate was minimal" (failure to cut). A nurse reports the cut rate was minimal, no injuries. Another pak was opened to complete the case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)